Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was tuck on the status screen. Customer¿s blood glucose was 143 mg/dl at the time of incident. Customer stated that the insulin pump screen will not scroll past a point on the status screen and will not open main menu when buttons were pressed customer stated that the time was advancing. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.